Event description:
It was reported that the patient's blood glucose level reached 270 mg/dl. The pod was worn between 25 and 36 hours on the leg. No information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
The device was received with the soft cannula deployed and the needle (hard cannula) was visible through the soft cannula. Inspection of the needle mechanism found that the needle was not seated in the slide retract. The slide retract was found to be damaged due to improper installment. This is confirmed as the cause of the reported and observed bleeding. The device generated an expiration alarm after 80 hours of operation. This is a safety feature and does not indicate a device failure. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.